Event description:
It was reported that there was event with a "handle". According to the information received: we sent them a demo hohl uterine manipulator for use at kingston hospital; obviously unsupported during the demonstration due to the current covid-19 situation. The consultant is very familiar with the hohl from use at previous hospitals, and was more than happy to use the product without us present. After the case, tom (in copy)was made aware that the hohl was not functioning properly - the screw to fix the uterine insert in place was not working, meaning the uterine insert was freely moveable during use. We have been informed that there was a uterine perforation during the case. However, this has not been appointed to the equipment, and the perforation has not caused any clinical significance.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID ((B)(4)). CAPA at the UK subsidiary hast been started. Nevertheless - a mandadory check of the instrument prior to use is already implemented in the IFU.